Event description:
It was reported that the patient's implantable cardiac monitor exhibited premature battery discharge. The patient passed away and there was no allegation that the death was related to the device.

Manufacturer narrative:
The reported event of suspected premature battery depletion was not confirmed. Based on the information provided, the low battery voltage was seen because the measurement occurred after the patient passed and the device was subject to below body temperature.